Event description:
It was reported that the patient presented to the hospital with an implant site that had not "healed correctly." On (B)(6) 2022, the implantable cardiac monitor was explanted successfully. The patient tolerated the procedure well with no adverse events or complications.